Event description:
The customer reported that the system's monitors would not turn on. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and repaired the power supply. The system was tested and found to be working as intended and put back into service.